Event description:
This lead was explanted and replaced due to high threshold and high impedance. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 7 cm distal to the is-1 connector pin. Two fragments were returned for analysis. The distal fragment was elongated to a length of approx. 54.5 cm. The fixation tines were missing. The analysis of the lead fragments demonstrated signs of abrasion along the lead body and a rubbed through insulation approx. 38.5 cm distal to the is-1 connector pin. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the generator can and between the lead body and a near-by lead should be taken into consideration. These damages may have contributed to the observed issues mentioned in the complaint description. Further damages such as cuts in the insulation and deformations of the outer and inner conductor coils resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.